Event description:
Pt taken to or on 9/21 for revision of jejunostomy site. Surgeon inserted co's trifunnel replacement gastrostomy tube (md identified as another tube). On 9/23 feedings were started. On 9/28 md found tube out of position with a hole in the tube going into the balloon which allowed the balloon to deflate and feedings to come out. On 9/28 pt taken to fluoroscopy and another device was inserted.